Event description:
Removed dehisence of prosthetic aortic valve. Pt initially had placed 1998 a 23 mm medtronic - hall prosthetic valve, followup noted perivalvular leak. Pt.also having increasing shortness of breath, dyspnea with exertion, orthopnea.